Event description:
It was reported that during a selenia dimensions mammography system, 3d procedure on (B)(6) 2025, the user observed c-arm shaking when the c-arm moves in an upward direction. A field service engineer (fse) was dispatched to examine the equipment and after replacing the tomo pot, performing calibrations and checking all connections, a shake was still observed. The fse then found loose screws within the vta assembly. The fse tightened the loose screws temporarily and returned at a later date to complete the final repair. The fse returned to the customer site, removed all screws at the back of the gantry gear assembly, replaced the removed screws with longer screws and used red loctite to hold them in place. The fse reports that the system is currently functioning in accordance with manufacturer specifications. No patient or user injury was reported.